Event description:
Customer reported potential false negative hcg result on one pt with hcg one step pregnancy test strip (urine/serum). No other info is available.

Manufacturer narrative:
Lot number(s): m04kus03; exp date(s): 03/2014. Control : 25miu/ml hcg urine control lot: hcg120405-01; 25miu/ml hcg serum control lot: hcg120130-02; 210.0iu/ml hcg urine control lot: hcg120517-01; 207iu/ml hcg urine control lot: hcg120306-01; 202iu/ml hcg urine control lot: hcg120522-01. Clinical positive urine from pregnancy women. Summary of results: the retention devices meet qc spec, details as below. Correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 minute read time. (N=15). Correct positive results were observed when tested with 25miu/ml hcg serum control at 5 minute read time. (N=15). The 210.0iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). The 207iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). The 202iu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=3). Six clinical positive urine sample from different pregnancy women were tested, all samples showed correct positive results. (N=1 for each sample). Conclusion: from retain testing with in-house controls, the client's results was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observed could not be reproduced in-house with control samples. Hcg urine and serum controls at cutoff and hcg urine controls at high level were tested with retain products. Six clinical positive urine samples were also tested and all samples showed correct positive results. Results met qc spec. No false negative was observed. Mfg batch record review did not uncover any abnormalities. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. To date, one complaint has been reported for this lot. No product deficiency was established; no corrective action required at this time.